Event description:
It was reported that the patient was experiencing intermittent right pectoral/breast muscle pocket stimulation when programmed bipolar. The right atrial (ra) and right ventricular (rv) leads were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).